Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.5mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 8atm within 60 seconds during second inflation. Furthermore, the balloon ruptured vertically in the middle portion. The device was removed without any problem using the usual method and the procedure was completed with a different device. No patient complications reported and the patient was good post procedure.